Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 11mm proximal of the proximal markerband. The investigator would be unable to inflate the device to rated burst pressure due to the pinhole on the balloon material. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no issues with the tip which could possibly have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in arteriovenous anastomoses in the right brachial artery. A 10.0 x60, 75cm charger balloon catheter was advanced for dilatation. However, when the balloon was inflated at 2-3 atmospheres, the balloon did not inflate. After the device was removed from the patient's body, the tech attempted to inflate the balloon and noticed a leak in the balloon. A visible pinhole was also noted on the balloon material which contributed to the inflation failure. A new charger balloon catheter was used and completed the procedure. No patient complications were reported and the patient's status was stable and was doing fine.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in arteriovenous anastomoses in the right brachial artery. A 10.0 x60, 75cm charger balloon catheter was advanced for dilatation. However, when the balloon was inflated at 2-3 atmospheres, the balloon did not inflate. After the device was removed from the patient's body, the tech attempted to inflate the balloon and noticed a leak in the balloon. A visible pinhole was also noted on the balloon material which contributed to the inflation failure. A new charger balloon catheter was used and completed the procedure. No patient complications were reported and the patient's status was stable and was doing fine.